Event description:
Alleged the pt positioning monitor did not alarm when the pt exited the bed, and the pt fell.

Manufacturer narrative:
The technician tested the bed exit/ppm functions and found them to be functioning properly. He said the account alleged the pt fell off of the bed with the siderails up, and the bed exit armed. The account declined to provide info regarding the pt outcome.